Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reverts to a bolus menu when trying to rewind. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting assisted customer with rewinding the pump however customer could not continue with troubleshooting and indicated that they would call back.